Manufacturer narrative:
Further information from the reporter regarding event, product, injector or patient details has been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reported event of skin irritation is addressed in the device labeling.

Event description:
Healthcare professional reported on behalf of another physician who had seen nodules form "up to 9 years after fillers".